Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a loss of therapeutic effect following a fall. The detail of the fall was unknown but patient falls frequently. The last fall was 1.5 weeks ago. Additional information has been requested.